Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years and eight months following the implant of this transcatheter pulmonary bioprosthetic valve the valve was explanted and a new medtronic surgical valve was implanted. The reason for replacement was not specified. No additional adverse patient effects were reported.